Manufacturer narrative:
Device being sent to manufacturer.

Event description:
On (B)(6) 2018 a patient received an aortic valve replacement to treat a severely calcified and stenotic aortic valve. During the procedure extensive annular debridement was performed. A percival pvs23 valve was implanted. The there leaflets appeared to be asymmetrical and the fit between the annulus and the valve appeared to be poor. The valve was explanted due to a risk of paravalvular leak and a percival pvs25 valve was implanted. The patient was discharged normally with no post operative complications.

Manufacturer narrative:
Per a review of the initial reported information it can be reasonably assumed that the reported event is attributable to an undersizing of the perceval valve in conjunction with patient conditions leading to an asymmetrical fit of the device. The first perceval valve implanted was a pvs23 and when replaced with a pvs25 the procedural paravalvular leak was corrected. Based on this information the root cause of the event is attributable to procedural issues and patient factors. Because the event is being attributed to a mis-sizing no further investigations will be conducted at this point in time. If further information is received, or if the device is returned to the manufacturer the investigation will be re-assessed.